Event description:
It was reported that a therapeutic lynx sling was placed for incontinence. The placement was difficult due to the pt's anatomy. Two days later the pt returned and an exploratory laparotomy was performed. A bowel perforation was found and a bowel resection was performed. The sling was also removed. The pt has recovered well from the surgery.